Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd infusion set had flow issues . The following information was received by the initial reporter with the following verbatim: it was reported that the irinotecan was hung as a secondary infusion. As soon as the drug was hung, it reportedly began to drip prior to the pump being started. It was reportedly dripping and going "back into saline that it was piggyback(ed) to." The rn immediately clamped the drug and notified the supervisor. However, when the same IV set-up was placed on a new pump module, there was "no issue with irinotecan backflowing to the saline bag and when pump started drug was dripping appropriately at correct rate..." According to the report. There was patient involvement but no harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed